Event description:
It was reported that during removal of the catheter, it separated with a 5cm portion remaining in the pt. Removal of the separated catheter portion was to be performed by a neuosurgeon. There were no additional complications.